Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis found the setscrew was backed out too far, a procedural non-conformance.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a manufacturer representative. It was reported that during a stage 2 implant, when the doctor put the lead into the implantable neurostimulator (ins), the setscrew would not completely set and the lead would slide out. The doctor tried getting the setscrew to screw down on the lead and it wouldn't happen. There were no environmental, external, or patient factors that may have led to the issue and no diagnostics or troubleshooting was performed. The ins was not implanted, another device was used, and the issue was resolved. The patient status was noted to be no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.